Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection did not succeed because of the observed failure. This is a final report.

Event description:
The fine tuner echo was returned to service and repair because of no function. No injury has been reported. The clinic reported that the device was not changing function at the initial appointment.

Event description:
The fine tuner echo was returned to service and repair. To date, no injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.